Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The customer did not recall the blood glucose reading. The battery cap contacts were not missing or damaged and the battery compartment and spring not damaged or corroded. The customer was unable to clean the battery caps but inserted a new battery and received a failed battery test alarm again. She also reported that the insulin pump case was cracked. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected failed battery alarm or low battery alarm. The insulin pump, had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.